Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The balloon broke while in use. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.